Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-aug-2024 and forwarded to millyard advanced medical products, llc on 30-aug-2024. Per the nurse clinical educator, the patient's girlfriend stated she found the patient unresponsive and called 911. The patient's girlfriend had a hard time waking up the patient, and found his pump empty and alarming. The patient was taken to the ICU to receive IV remodulin treatment. It is unknown if the device malfunctioned or if the patient was not able to refill the pump before it ran out of medication. No troubleshooting was attempted. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of device malfunction, this issue is being reported out of an abundance of caution.